Event description:
It was reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. At the time customer was hospitalized she then removed the infusion set and noticed that the cannula was bent. Troubleshooting was performed and pump programming and function appeared to be normal.